Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0v. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined loss of connection. In addition, the probable cause of the loss of connection was determined to be the mobile device updated its operating system which closed the app. The reported event of a pairing failure is reportable based on the finding of mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. It was determined that the signal loss was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the mobile device updated its operating system which closed the app. The reported event of a pairing failure is reportable based on the finding of the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0v. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined loss of connection. In addition, the probable cause of the loss of connection was determined to be the mobile device updated its operating system which closed the app. The reported event of a pairing failure is reportable based on the finding of mobile device updated its operating system which closed the app. No injury or medical intervention was reported.